Event description:
The event occurred in us. It was reported that ¿device caught on fire at power supply¿. According to the provided pictures by the getinge field service technician, the ac power cord was burned. The power cord was not an original part. Furthermore, evidence of liquid spell was noticed on the unit. The device was exchanged with a new one during use with no consequences for the patient. No harm to any person has been reported. Due to the exchanged during patient use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in us. It was reported that ¿device caught on fire at power supply¿. According to the provided pictures by the getinge field service technician, the ac power cord was burned. The power cord was not an original part. Furthermore, evidence of liquid spell was noticed on the unit. The device was exchanged with a new one during use with no consequences for the patient. No harm to any person has been reported. Due to the exchanged during patient use a report is required. The patient data was not shared by customer. The affected rotaflow console with serialnumber (B)(6) was investigated by a getinge field service technician and the reported failure could be confirmed. Upon checking the unit it was detected that the customer used a third-party power cord to charge unit and evidence of liquid spell was noticed on the unit. According to the technician the reported failure is mostly caused by saline dropped on the device and the use of a third party power cord which resulted in the reported failure. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2026-02-11 and during the period of 2013-09-23 to 2026-02-06 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console was produced in 2013-09-23. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 2.2.3 handling the rotaflow system to ensure patient safety, only use tested and approved devices, parts, accessories and disposables. Do not spray the device with liquids. Make sure that no liquid enters the collar of the rotaflow drive. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.